Event description:
It was reported that a malfunction occurred with the pump after delivering a bolus for a meal. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support assisted the customer with resetting the pump. After the reset, the same malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.